Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by running mac controls along with biorad controls. Fse performed a temperature check and tip alignment. Fse inquired about the customer¿s decontamination process for the wash and diluent jugs, the customer confirmed they were not decontaminating their wash and diluent jugs. Fse performed a decontamination of the whole system and all four jugs. The customer also recalibrated all of their analytes and after calibration, the vitamin b12 run was within package insert range. This indicates the reported issue occurred due to a biological contamination problem. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 10jun2022 through aware date 10jul2023. There were two similar complaints identified during the search period including this case. A 13-month lot review for vitamin b12 lot number 40430 from the date of 10jun2022 through aware date 10jul2023 was performed for similar complaints. There were no similar complaints identified during the search period including this case. The st vitamin b12 analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of controls are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). ¿ after daily maintenance, two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported failed api sample was likely caused by biological contamination problem.

Event description:
The customer reported "failed proficiency testing with american proficiency institute (api) for vitamin b12" on their aia-900 analyzer. The customer stated they have had ongoing issues with biorad quality control (qc) running higher than expected for one year. They have ran multiple lots of qc and test cups over this period of time. The customer has performed decontamination and replaced all reagents with no improvements. The customer has their own established qc ranges, but the qc's are not within biorad target ranges. Results are as follows: biorad qc lot: 40430. L1 range: customer established ranges: 530-984 (recent results: 691, 604, 566)pg/ml biorad target range: (300-556)pg/ml. L2 range: customer established ranges: 720-1353 (recent results: 1155, 1040, 939)pg/ml biorad target range: (530-984)pg/ml. Vitamin b12 test cup lot: cyyy827 a field service engineer (fse) was dispatched to further investigate the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.